Event description:
During a clinic follow-up, high pacing impedance, automatic mode switch, and myopotential oversensing due to alleged lead damage was noted on the right atrial (ra) lead. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable.